Event description:
The hcp reported he felt the pump was "prematurely battery depletion with resulting alarm. Medication concern." No device troubleshooting was performed. The pt recovered without sequela.